Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the leg bag sleeve was flattening out and not letting the void pass through. The representative went over other options but wanted same bags.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿obstruction in tube kinked tubing ". The provided lot number was invalid therefore DHR review can¿t be completed. "The instructions for use were found adequate and state the following" directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leg bag sleeve was flattening out and not letting the void pass through. The representative went over other options but wanted same bags. Per customer follow up information received on 29may2024, it was reported that they had been using the same bags for a long period of time and they suddenly stopped working properly. The bag collapsed meaning it did not allow any urine to pass through it. Customer stated that they prefers to use a different type of bag that will drain the urine properly. Customer was very frustrated and requested that a rep from liberator reach out to her to provide any alternatives.